Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physicians office, as of a follow up appointment on (B)(6) 2010, the patient presented with complaints of a "fallen sling" and dysuria, and no incontinence. Upon medical examination, no problem with the sling was present, however the patient had a urinary tract infection. The patient was prescribed the medication macrobid. As of a patient follow up visit on (B)(6) 2010, the presented with complaints of urinary retention. The patient was referred to a physician at a urology consultant practice. As per the follow up appointment with urology consultants on (B)(6) 2011, the physician reported minimally bothersome patient complaints of nocturia and urinary urgency. The results of the urinalysis were negative. A cystoscopy and ureteroscopy performed showed no abnormal findings. The patient was advised to perform koegel exercises. As of the most recent appointment on (B)(6) 2011, no patient complaints were reported. All other information is unknown and unavailable.